Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the patient line during prime. The technical service representative had the patient cycle the power on the device and assisted with removing the current supplies attached. The patient would complete therapy using all new supplies. Proper procedures were reviewed per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.